Event description:
Patient was implanted with a plate and four screws at their tmt (tarso-metatarsal) joint (foot) on (B)(6) 2011. Seventeen months post tmt (tarso-metatarsal joint) fusion the patient returned to the surgeon on an unknown date complaining of pain. Surgeon returned patient to or on (B)(6) 2012 to remove one plate and four screws. Patient was reportedly healed, with no further treatment required. This is 3 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.